Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads, cracked belt clip slot and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call of issues with their act button not responding. The customer's blood glucose at the time was unknown. The customer states there are damages to the pump and cracks. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.